Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1 b2 b5 h2 h3 h6 additional codes image review: cine images of the event reported were provided. There were no computed tomography (CT) images or executive summary to review for anatomical considerations. No fluoroscopic image of the valve load provided, therefore we cannot confirm it was a good load. There is evidence at the point of no recapture the valve appeared deeper than in once the valve was fully released. Evidence showed in another image the valve does not appear to be fully expanded in the inflow. As described in the event description a post dilatation was done. There was no detail of the anatomy or balloon size provided in the event description. Evidence showed the balloon deflated properly and the balloon removal dislodged the valve. No other information was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the release of the transcatheter aortic valve, the valve slipped uncontrollably upward and landed at 0 m illimeter. Due to an underexpanded inflow section, the implanting team decided to post-dilate the valve. After post-dilation, while removing the balloon, the valve migrated into the ascending aorta. Additional information was received that the valve was left in the ascending aorta and a second non-medtronic valve (sapien) was implanted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the release of the transcatheter aortic valve, the valve slipped uncontrollably upward and landed at 0 millimeter. Due to an under-expanded inflow section, the implanting team decided to post-dilate the valve. After post-dilation, while removing the balloon, the valve migrated into the ascending aorta.